Event description:
The customer called to have the insulin pump tested. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the self test, but failed the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.